Event description:
A complaint was received from a hospital in (B)(6) for an rt340 adult breathing circuit. Upon investigation of the complaint device on (B)(6) 2013, this complaint was considered vigilance reportable as a hole was found on the expiratory limb of the rt340 circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (fph) (B)(4) and visually inspected. Results: a hole was found in the evaqua (expiratory) limb of the complaint breathing circuit, approximately 26mm away from the patient end connector. Conclusion: based on inspection of the hole damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to being released for distribution. In addition, tubing weight and bond strength tests are performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. This suggests that the breathing circuit was damaged after the product was released for distribution. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms; -fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.